Manufacturer narrative:
(B)(4).

Event description:
It was reported that "catheter sheared of laving part of the catheter in the patient." No patient injury or consequence reported. The patient's status is reported as "fine." Additional information received on april 27, 2026, indicated that "no medical intervention required. We left the torn catheter inside the patient. The patient and family were advised of what happened and agreed to leave it in place."